Manufacturer narrative:
Batch review performed on 10 june 2022. Lot 151876: 59 items manufactured and released on 15-jun-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 years from the primary surgery, revision surgery has been performed for stem loosening. Stem, head and liner revised successfully.